Manufacturer narrative:
Full e1 - initial reporter establishment name: (B)(6) hospital. Full e1 - address 1: (B)(6). The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the plastic distal end cover (c-cover) had a burn. A root cause could not be identified. Based on the investigation results, it is likely that the following led to the malfunction: a high-energy treatment tool may have been used without ensuring a sufficient distance from the tip. The event can be detected/prevented by following the instructions for use, which state: operation manual, chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope operation manual, chapter 4 operation:4.3 using endotherapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the flex video scope had a burn on the distal end. There were no reports of patient harm.